Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker change. During the procedure, the right ventricular lead was stuck in the header. The set screw was noted to be stripped. The procedure could not be completed. The patient presented for another procedure on (B)(6) 2019. It was noted that most of the header was destroyed in the previous attempt and must¿ve disengaged the locking mechanism, the lead was removed from the device successfully. The lead was tested and was determined in good condition via fluoroscopy, gross inspection, and electrically via the psa. A new device was attached to the lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Evaluation of the device header found calcified blood in the ventricular set screw hex inset that prevented proper wrench insertion. Hex inset was found stripped which is consistent with improper wrench insertion. Ventricular septum and atrial port were not returned. Further testing found the device battery had reached elective replacement levels. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.